Event description:
A 28 mm diameter x 16 mm diameter with unknown length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. It was reported that the pt's iliac arteries were severely calcified. It was reported that a reliant balloon was used to expand a severely tortuous and stenosed area in the iliac bifurcated. The balloon was inflated multiple times and was removed for implant of the iliac stent graft. The balloon was reinserted a second time to complete the ballooning process; however, it did not inflate and appeared to have a leak. Another reliant balloon was successfully used to complete the case. No clinical sequelae were reported and the pt is reported to be fine. The balloon was discarded and will not be returned for evaluation.